Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms were noted. The pump was received with moisture damage on electronic assy. The pump was received with cracked reservoir window and cracked reservoir tube lip during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error and moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer stated that the pump was stopped in salt water. The customer stated that there was a crack on the pump. The customer stated that the crack is located on the reservoir window. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.